Event description:
Reportedly, during use on a pt, the ht50 ventilator gave low battery alarm after 10 minutes of operation. A few minutes later, the ventilator gave battery empty alarm and another few minutes later, it shutdown. The pt was ambu bagged at the time of the incident. The ventilator was switched to ac power and continued for operation without further issues. Please note that there was no serious injury in this case.

Manufacturer narrative:
Please note that this is a known issue and in response to this issue, an important medical device correction letter was issued on sep 14, 2007 as a short term fix. Newport medical instruments has submitted a long term corrective action as a supplement (the dual pac internal battery system) to its 510k which FDA has cleared in dec 2008. This recall is ongoing.